Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. An incomplete date of event of (B)(6) 2018 was provided. Requested patient demographics however not provided by the customer.

Event description:
The customer reported that the tubing separated at the 0.2micron filter during an unspecified infusion during patient use. The user reported that there was no tugging on the set prior to use. An incomplete date of event of (B)(6) 2018 was provided. The patient did not indicate any patient harm.

Manufacturer narrative:
The customer¿s report of the tubing separated at the 0.2 micron filter was confirmed. Visual inspection observed immediately that the set¿s pvc tubing sleeve was separated from the 0.2 micron filter input port. Signs of insufficient solvent was observed on the end of the pvc tubing sleeve where it is inserted onto the 0.2 micron filter¿s input port. A dimensional analysis was performed on the suspect primary set¿s filter input port. All were within specification. The root cause of the separated tubing at the filter was identified as being due to insufficient solvent between the connecting engagement of the set¿s pvc tubing sleeve and 0.2 micron filter¿s input port.

Event description:
The customer reported that the tubing separated at the 0.2micron filter during an etoposide infusion and leaked . The user reported that there was no tugging on the set prior to use. An incomplete date of event of (B)(6) 2018 was provided. The patient did not indicate any patient harm .